Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, and that there were increased thresholds. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.